Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that tensile forces during the surgery contributed to this observation. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In summary, the fixation helix was found deformed, which occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to dislodgement. The physician was going to reposition the lead but it appeared that there was tissue in the helix so a new lead was requested. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.